Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information is expected regarding this event, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this right pacemaker was implanted successfully. Post implant, interrogation lead measurements obtained with the pacing system analyzer prior to connection were acceptable. After the right ventricular lead was seated in the device header , no pacing was observed. When the programmer wand was paced over this device, the electrogram marker revealed ventricular pace (vp) at the lower rate limit of 50 bpm. The device had failed to sense the patient's rapid atrial fibrillation. Further device interrogation revealed no ventricular capture at maximum output settings and no lead impedance measurements could be obtained. The programmer was rebooted and interrogation revealed similar results. The pocket was reopened, visual inspection of this device and lead connections appeared acceptable. A chest x-ray revealed the lead remained in the implanted position. Acceptable lead measurements were obtained. A decision was made to lead this lead and device implanted and in service as the issue appeared resolved. The reason for the sensing and loss of capture issues could not be determined. It was unknown whether the reported observations may have been due to a connection /set screw issue or possibly fluid in the header. No adverse patient symptoms were reported.